Event description:
A fail code 810:11, which occurred during pt use. No pt injury or medical intervention was reported to have occurred. Maintenance fluid was being infused. The biomed did not have info regarding the infusion rate or the volume to be infused. Tubing was being used at the time the failure was reported to have occurred.